Event description:
It was reported that the patient's right ventricular lead exhibited unstable threshold and sensing. X-ray imaging showed that the lead had an insulation break. The lead was explanted and replaced. There were no patient consequences.